Event description:
It has been reported to philips that the system was not able to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the customer was performing vascular procedure. To complete the procedure customer needs to reboot the system twice and procedure got delayed for 10 minutes. After rebooting the system procedure was completed on the same system. It was reported that the system was unable to produce x-rays. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the suit pc software was corrupted. To resolve the issue, fse performed a complete software load. Later, fse replaced the fdcsib in the m-cabinet, performed fdcsib restore as per nss. After the replacement of the broken fdcsib in the m-cabinet, the system was returned to use in good working order. The codes were updated based on the investigation outcome.